Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated, however the balloon did not inflate due to a leak. It was reported that dilatation of the target site was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device is not available for return. However, a balloon leak can occur due to anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this event is operational context. If any further relevant information is received, a supplemental MDR will be filed.a search of the complaint database revealed that no similar complaints exist for the specified lot.